Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that only the sleeve of the device (b) was returned in good condition. In an attempt to replicate the reported incident, the sleeve was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk; expiration date: unk; manufacturing date: unk.

Event description:
It was reported that the device was used during a robotic total hysterectomy. The device leaked. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information:there was hissing and pneumo loss.the robot could not be docked. There was no device inserted into trocar. No torque was applied because the surgery was not able to start.